Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 443 mg/dl. The customer stated that he was dizzy and had a hard time walking. The customer could not troubleshoot for high readings because the keys on the pump were not responding. The customer stated that he can treat his high readings with syringes and insulin. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. Unable to perform displacement test, rewind, basic occlusion test, prime, excessive no delivery test and occlusion test due to keypad unresponsive. The insulin pump had cracked reservoir tube lip and minor scratches on the display window noted.